Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported bruise, and hyperglycemia due to under-delivery, treated with no treatment, insulin pump (subcutaneous insulin infusion). The customer reported the following led up to the event: does not know document treatment for high bg: bolus via pump. The event involved product(s) mmt-431ah, mmt-1880l, mmt-342. The customer used the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smart guard feature at the time of the event. The customer reported high bgs. The customer has been using the insulin pump system within 48 hours of the reported high bg event. The customer declined to test the pump. The customer reported blood at site. No further patient complications were reported. No product return is required for mmt-431ah. No product return is required for mmt-1880l. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported redness, bruising, and bleeding. Customer did not receive medical treatment as a result of the site issue. Customer had high blood glucose on april 10, 2024 that was treated with the pump. Customer also used manual injection to treat the high. Customer had also changed the basals because she had been high. Customer alleged under delivery. Troubleshooting was done. Pump passed displacement test. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.